Event description:
During interventional procedure, physician noted that the tip of the guide wire broke off and remained in the coronary vessel. Wire was successfully retrieved with the snare device. Pt condition was unchanged.